Event description:
Information received indicates the trendelenburg function will not stay in the correct position.

Manufacturer narrative:
The facilities biomedical technician replaced the trend cylinders to repair the bed.